Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 synchron chemistry analyzer a false low creatinine (cr-s, cartridge chemistry) result of 0.1 mg/dl. The false result was not reported outside of the lab. The customer reran the patient sample and the result recovered between the range of 0.6 to 0.8 mg/dl. Patient demographic information was not provided. The customer checked the instrument and noticed a leak was coming from the reagent probes a and b. The leak was contained in the spill tray over the reagent carousel. No injuries were sustained by the lab personnel. The customer was wearing personal protective equipment (ppe) at the time the leak was discovered.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and replaced the reagent t-valve ((B)(4)). Fse monitored the instrument and verified that there was no leak. Bec personnel contacted the customer on (B)(4) 2012 to follow up with the customer. The customer confirmed that the instrument had resumed and has been running within specification. The failure mode appears to be the reagent t-valve ((B)(4)).